Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was unknown in the initial report and has been updated accordingly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from japan that during an arthroscopic rotator cuff repair procedure for shoulder cuff tear, while using the 4.5hlx adv br anc-dyna 3-sut device it was found that a pilot hole was created as per procedure. When the surgeon attempted to insert the anchor in question, it broke off. The implant was removed from the body, and a new anchor was inserted with no problem. The surgery was completed successfully within 30 minutes delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown at this time. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.